Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2022 and (B)(6), 2022 recorded an initially increasing pacing impedance from around 2800 ohms to >3000 ohms until (B)(6) 2022. The pacing impedance values stayed subsequently >3000 ohms until the end of the recording period. The pacing threshold trend curve did not display any values. Furthermore the episode list showed a failed threshold test on (B)(6) 2022. The available iegms from (B)(6) 2022 did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Reportedly the patient suffered cardiorespiratory arrest without a treatment delivered. Lead failure was suspected. The lead was explanted and discarded approx. 128 months after the implantation. It was also reported that the patient underwent an ablation. Should additional information be received, this file will be updated.